Manufacturer narrative:
The rep replaced the battery pack, battery charger, sram battery, cpu battery and cross arm brake assembly. The system is operating as intended.

Event description:
The customer reported that the battery pack and charger failed during a pmi.